Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot. Four companion samples were received and evaluated for the reported event. Visual inspection was performed and no issues were found. Functional testing was also conducted which included leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on the homechoice device). The device passed the functional testing and was determined to meet product specifications related to the report of a leak. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from between the port and the patient tubing during peritoneal dialysis therapy on the homechoice. The customer had already ended therapy and removed the supplies at the time of the call. There was no patient injury or medical intervention reported. No additional information is available.